Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the device leaked blood. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2025. Investigation summary- bd received one photo and ten samples for investigation. The customer photo depicts the device packaging but fails to show the reported defect. Ten customer samples underwent functional tests, during which two samples failed due to sleeve leakage. Additionally, 30 retain samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device and the samples passed testing exhibiting no evidence of damage or leakage during the draw. Also, these retain samples were subjected to retraction lockout testing and no issue was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to out-of-specification lube weight reading on the finger grip luer (fgl) sub-assembly batch used in the finished good. A quality inspector trainee and trainer failed to identify the out-of-specification result and did not place the product on hold. As a corrective action, coaching sessions were conducted with the trainer and trainee including a review of the data from this inspection lot. Additionally, inspections now include a visual flag for out-of-specification results and generation of a quality hold on any inspection that contains an out-of-specification result. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the device leaked blood. No patient or user impact reported.